Event description:
The following statements are taken from lawsuit document received.plaintiff has been a licensed pratical nurse (lpn) since 1987. In 1991 (plaintiff) began noticing she had a mild irritation from using latex gloves. Upon information and belief, (plaintiff) wore and was continually exposed to natural latex proteins and to latex gloves from approximately 1986 until 1991 or 1992.... As a result of the continuing exposure to (different glove manufacturers) gloves, plaintiff has become sensitized to latex... And has suffered severl anaphylaactic reactions to latex.